Event description:
It was reported that the patient with this pacemaker device exhibited noise on the right atrial (ra) channel. Technical services reviewed the presenting and stated that there was suspected loss of capture. The right ventricular automatic capture (rvac) testing was performed, and the thresholds were set to 3.5 volts. This device and non (B)(6) rv lead remains in service. The plan is that the patient will be seen in clinic after few weeks for further lead testing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).